Event description:
Patient was revised to address a leg length discrepancy.update 1/8/2013- litigation papers received. It is alleged that the patient suffers from pain, discomfort, inflammation, and difficulty walking. The doi was also provided, (B)(6) 2008. The MDR decision has been reversed and all products reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Physician states a +1.5 head was the maximum length of head that was allowed for reduction of the hip during initial surgery, which left the patients right leg short by approximately 5 to 6 mm. No product problem was identified. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: 1/8/2013 - litigation papers received. It is alleged that the patient suffers from pain, discomfort, inflammation, and difficulty walking. The doi was also provided, (B)(6) 2008. The MDR decision has been reversed and all products reported. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.